Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Failure analysis report: the reported complaint was that unit suddenly went inop after briefly being removed from patient while on battery power then plugged back into ac wall receptacle. Bench tested the unit for a total of six days, beginning on (B)(6) 2016. Allowed unit to run in operating mode with received settings from tuesday, (B)(6) 2016 until (B)(6) 2016, simulated removing patient from circuit and switching between battery power and ac power several times trying to duplicate complaint with no results. One afternoon, before leaving for the weekend, I left the unit on battery power to see if the unit would fail once battery power was fully dissipated. One morning, (B)(6) 2016, reconnected the unit to ac power and viewed the events log, which shows that the unit went vent inop after a low battery power alarm. The final analysis is that the complaint is only reproducible when on battery power after the internal battery assembly is fully discharged. Findings/root cause: complaint of vent inop condition is only reproducible when placed on battery power, allowing battery to fully discharge.

Event description:
The reported issue occurred when the ventilator was unplugged and removed from the patient briefly for a shower when the device was plugged back into the ac wall a few minutes after the ventilator alarmed ventilator inoperable (vent inop). There was no report of injury or harm on the patient.